Manufacturer narrative:
The reported backup vvi, inappropriate therapy delivery, and inability to communicate were confirmed in the laboratory. The device was received in backup vvi with defibrillation therapy enabled; in this mode, changed device settings may have resulted in inappropriate therapy. Review of the device image indicated the cause of the backup vvi was an event queue overflow. Communication during device download was lost due to a programmer software anomaly. The magnet detection circuitry was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient received two vibratory alerts, in the morning and then in the evening. The patient then received the first inappropriate shock in the evening, and a subsequent 6 more shocks following. He was taken to the emergency room in a fatigued state by ems. The device was found to be in backup vvi mode. A magnet was placed over the device to prevent further shocks. However, the patient received one shock with the magnet over the device and a second magnet was added. The patient then received two more shocks with two magnets placed. Two attempts to restore the device were unsuccessful. During each download attempt, a message was displayed that communication was lost. The device was explanted and replaced. There were no adverse consequences to the patient except for the inappropriate shocks. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the cause of the reset was an event queue overflow.